Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen exiting the cartridge tubing or infusion set tubing. Blood glucose was 350 mg/dl. Reportedly, customer contacted a healthcare provider regarding alternate insulin therapy and insulin delivery was resumed.